Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's blood glucose would dropped into the 20 mg/dl and 30 mg/dl ranges due to a recent breast cancer surgery. The patient treated with apple juice, graham crackers, and peanut butter. There was a crack above the screen of the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.